Event description:
Balloon would not retract through 7f sheath after deflation.

Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. The visual inspection of the returned sample showed the balloon shaft had been severely stretched. The exact cause of the complaint is unknown. Based on the condition of the returned sample, it appears as if the balloon was not fully deflated, causing the balloon to get caught in the sheath. A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. The instructions for use states the following to help prevent this type of complaint: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." "If resistance is felt upon removal, then the balloon, guidewire, and the sheath should be removed together as a unit, particularly if balloon rupture is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction." This catheter is not intended for the expansion or delivery of stents. Packaging label indicates the following: recommended sheath is 7f introducer. Rated burst pressure is 14atm. Expiration date is 12/2007. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.